Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter split during the puncture. The following information was provided by the initial reporter, translated from (B)(6): "venous catheter rupture. When performing a puncture, a soft (plastic) catheter is observed to break into 2 parts, which is why it is not possible to channel the vein through jelco."

Event description:
It was reported that the bd insyte¿ IV catheter split during the puncture. The following information was provided by the initial reporter, translated from spanish: "venous catheter rupture. When performing a puncture, a soft (plastic) catheter is observed to break into 2 parts, which is why it is not possible to channel the vein through jelco."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.